Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of the twist clamp on a minicap extended life pd transfer set. This issue occurred during use of the device for peritoneal dialysis therapy; described as ¿after completing treatment, disconnecting and attaching the minicap¿ the separation was noticed. As a result, the patient was given oral prophylactic antibiotics as a precautionary measure and the patient¿s transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was stated that disinfectant scrub was used for one minute to disinfect the tip of the transfer set. H9: correction/removal report number: 2314912-12/22/21-001-c. One actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body of the twist clamp. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.